Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedances on this right ventricular (rv) lead were high out of range during replacement of the patient's implantable device. Impedances were within range on the patient's old device, and pacing impedance was within range when tested with a pacing system analyzer, (psa) but out of range shock impedances were noted when this lead was connected to the new pulse generator. The device was able to be programmed to a vector with acceptable impedances. This rv lead remains in service with the patient's new pulse generator. No adverse patient effects were reported.